Event description:
It was reported by service report that the brakes will not disengage. It is unknown if there was patient involvement or adverse consequences occurred.

Manufacturer narrative:
Evaluation result: brake bar.